Manufacturer narrative:
Event date entered is an estimated date because the exact date of event was not provided.

Event description:
It was reported that the right cylinder of the inflatable penile prosthesis (ipp) was explanted due to a crack in the connector. A new 16cm x 9.5mm cylinder was implanted on the right side. It was further reported that two weeks prior to surgery the patient had trouble inflating and deflating the right cylinder due to fluid loss from the cracked connector. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of fluid leak was confirmed via product analysis. Based on the results of this investigation, no escalation is necessary. Event date entered is an estimated date because the exact date of event was not provided.

Event description:
It was reported that the right cylinder of the inflatable penile prosthesis (ipp) was explanted due to a crack in the connector. A new 16cm x 9.5mm cylinder was implanted on the right side. It was further reported that two weeks prior to surgery the patient had trouble inflating and deflating the right cylinder due to fluid loss from the cracked connector. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.